Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Based on complaint information, the device is not available to be returned for analysis. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. A review of the manufacturing documentation associated with this lot (23a199av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformance's related to device manufacture or inspection. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. In addition, it was reported that the embotrap iii revascularization device was used in ten (10) passes. The instructions for use (IFU) states the following: do not use any embotrap¿ iii revascularization device more than 3 times. Do not perform more than 3 retrieval attempts in any one vessel. Do not withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Resheathing a device with captured clot may result in loss of clot and distal embolization. Per the additional event information received on 05-sep-2023, the physician did attribute the embotrap iii separation to the exceeded number of passes made, ¿yes, the physician thought that the embotrap separation was due to the exceeded number of passes made.¿ as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting a cerebral venous sinus thrombosis, preparation was done in accordance with the instruction for use (IFU). Thrombus retrieval was performed via the jugular vein (jv). Ten (10) passes were made from jugular vein (jv) to superior sagittal sinus (sss) using combination of 9f optimo balloon catheter (tokai medical), embovac (catalog / lot# unknown), phenom¿ 21 microcatheter (medtronic), and 6.5mm x 45mm embotrap iii revascularization device (et309645 / 23a199av). The 10th pass was performed via aspiration catheter with proximal balloon (asap) technique to retract the embotrap iii device into the embovac, but there was considerable resistance, ¿probably due to have trapped the organized clot.¿ the embotrap iii was pulled into the embovac, but when removed from the patient¿s anatomy, only the delivery wire was pulled. When the embovac was removed and flushed with syringe, a separated embotrap came out. A 6.0mm solitaire¿ stent retriever (medtronic) was then advanced around the sss and ten (10) passes were performed with the embovac, phenom 21 microcatheter, and solitaire stent retriever. Afterwards, the embovac was replaced with the axs vecta 71 intermediate catheter (stryker) and two (2) passes were performed with the vecta 71 catheter, phenom 21 microcatheter, and solitaire stent retriever and the procedure was completed after angiography. A total of twenty-two (22) passes were made. Continuous flush was maintained during the procedure. The embotrap separation did not have an effect on the patient¿s condition. Angiography after thrombus retrieval showed improvement in blood flow compared to before the procedure. The patient received follow-up treatment with heparin. There was no report of any negative patient impact. On 30-aug-2023, additional information was received. The information indicated that a photo of the embotrap iii device used is not available. There was complete thrombus removal after the 22 passes. Per the additional information, ¿improvement in blood flow compared to before the procedure was observed after 22 passes.¿ on 05-sep-2023, additional information was received. The information indicated that the patient is an elderly male. The catalog of the embovac used was ic71132ca from lot 31041010. The information confirmed that only one (1) embotrap iii device was used. The embotrap iii device was used to make a total of ten (10) passes. The information indicated that ¿the physician understands the instructions for use (IFU) state and 10 passes were made.¿ the 10th pass was made via the asap technique in attempt to retract the embotrap iii into the embovac, resistance was encountered and excessive force was ¿to be applied because the organized thrombus was trapped.¿ the physician did attribute the embotrap iii separation to the exceeded number of passes made, ¿yes, the physician thought that the embotrap separation was due to the exceeded number of passes made.¿ the pre- and post-procedure tici scores were unknown, because of venous thrombosis. There was damage to the embovac device, and the part of the hub that kinked due to handling was observed. ¿so recommended to replace with the new aspiration catheter [vecta 71].¿ the clot / thrombus was ¿large amount of long red thrombus of hard organized thrombus identified. About half the volume of a petri dish.¿ the target vessel was of normal tortuosity. The follow-up with heparin was for residual thrombus that is thought to have not been removed. The dosage of heparin administered could not be obtained. The procedure was delayed about one (1) minute, not a clinically significant delay.